Event description:
The customer reported a "check patient cable" message appearing intermittently (not happening every day).

Manufacturer narrative:
(B)(4). The customer reported a "check patient cable" message appearing intermittently (not happening every day). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.